Event description:
On january 16, 2024, irhythm received a medwatch report (mw5149433) which stated that a patient was prescribed a zio device to monitor an abnormal arrhythmia for a 14-day wear period. The report claims that after three days, the device failed and detached from the patient. The patient reported the incident to their healthcare provider, and irhythm issued a second device. According to the report, the patient's premature ventricular contraction (pvc) arrhythmia was captured and transmitted during the wear period of the second device. However, this device also allegedly detached after three days of use. According to the medwatch report, the patient sustained an unknown injury and required treatment. However, no further details were provided.

Manufacturer narrative:
The zio xt device was returned to irhythm, and the clinical data was downloaded. A review of the clinical data found that the patient wore the zio xt device for 3 days of the 14-day prescribed wear period. Both devices recorded and transmitted the patient¿s heart rhythm as intended during the 3-days of use. The second device mentioned in this report was registered 36 days after the patient returned the first device. Good faith attempts were made to obtain additional but with no result. Due to insufficient information, irhythm is unable to confirm or provide additional details regarding the patient's alleged injury. The cause of the device falling cannot be determined at this time. However, the zio xt device manual provides statements that address wear and handling instructions for optimum adhesion. The manual states the following: precautions ¿the zio xt patch includes temperature and humidity limitations. If exposed, patients may experience degradation of adhesive performance causing the device to slip or fall off during the patient wear duration.¿ patient usage instructions ¿the patient should try to avoid activities that cause excessive sweating as this may cause the zio xt patch to slide from its original position or fall off. For this reason, the patient may want to limit exercise while wearing the zio xt patch.¿ this is 1 of 2 reports. This report is being submitted to cover the first device that reportedly detached from the patient. Please cross-reference MFR. Report 3007208829-2024-00044 for the first device mentioned in this report with the same issue.

Manufacturer narrative:
This supplemental report is being submitted in response to the FDA notification received on september 26, 2024, concerning missing UDI numbers in MDR submissions from october 2023 through december 2024. In response to this issue, irhythm conducted an investigation and identified a system processing error, which has now been resolved. Please see the update in section d4.